Event description:
A dist svc technician called to inform the co that an orthophos panoramic x-ray units rotating gantry fell down the column towards the floor. Nobody was near the unit therefore there were no injuries. On the computer memory print out of stored error code messages, the dr had rec'd error code e3-09 fourteen different times before this incident took place. Error code e3-09 indicates to replace the gas spring in the column of the unit because the gas spring has lost proper pressure to hold up the rotating gantry. This is clearly stated in the units svc manual. The dr called a dist svc technician to get svc when he started getting the error code e3-09. If the dist svc technician would have followed proper instructions this incident would have never occurred. Instead, the technician replaced a d2 circuit board which controls the power to the up and down motor. Ten days later the rotating gantry fell down the column towards the floor.